Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the sales rep noticed that the broaches were sticking in the handles. And a few size 5 have actually broken in spd when trying to separate from the handles. It did not happen during surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device does not found signs of breakage at the actis broach, the device exhibits signs of normal use. The jammed condition cannot be confirmed as the device was returned disengaged. Functional test was performed with a mating sample corail2 straight broach handle/ 952210500 and the actis broach was able to hold properly. The overall complaint was unconfirmed as the observed condition of the actis broach would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4 (lot), d9, g4 (510k), h4 d1, d2a, d2b, d3, d4 (catalog, UDI), g1, h3.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date in 2023. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales rep noticed the broaches were sticking in the handles. A few size 5 broke in spd, while trying to separate from the handles. It did not happen during surgery. Additional reports are captured under (B)(4).